Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot #6446187 no service history review can be performed as this is a lot controlled item. The visual inspection of the returned device performed as part of the service and repair investigation reported the tip was broken. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the part was received with the measuring needle broken off graduated body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The returned depth gauges show significant use during their lifespans. The hooked needle is broken off at the junction of the black measuring rod on each device. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide j8301-I. Drawing 319_006, rev. F for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge does not fall off when the device is held vertically. The miniature ball on the slider is present. As noted in prior complaints, the thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part#319.006.03 revision e) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The dimensions, material, and tolerances are within specification. The design is adequate for its intended use and did not contribute to this complaint condition. The most probable root cause for this complaint is excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. The complaint is confirmed, and the design of the device did not contribute to this complaint if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the t part is coming out of the coupler head on one device and the t-handle unscrews from the head of another device. These two devices plus one other all reportedly have an issue with the tip coming apart from the black hub. The devices did not malfunction during surgery while being used on patient. This is report 3 of 3 for (B)(4).